Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex enteral colonic stent was implanted in the colon to treat a malignant stricture during a colonoscopy procedure with stent placement procedure performed on (B)(6) 2016. There were no issues reported during initial stent placement procedure. According to the complainant, approximately between (B)(6) 2016, it was noted that the stent have migrated distally. On (B)(6) 2016, the physician placed another wallflex enteral colonic stent through the first stent as a stent-in-stent procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.